Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and keypad button response issue with contamination under the button contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, all the keypad buttons were intermittently unresponsive during testing. The keypad cover was returned torn in three places; when the cover was fully removed during evaluation, evidence of contamination was found under all key contacts. Evidence of corrosion was found on the up arrow, down arrow, and contrast key contacts. The up arrow, down arrow, and ok key contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).